Event description:
The patient's generator was replaced and impedance was ok on the new device. The explanted generator has not been received to date. No further relevant information has been received to date. No known additional relevant surgical intervention has occurred to date.

Event description:
A high impedance event was identified for the patient during a periodic programming history review. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.